Event description:
Additional information received reported that the manufacturing representative had worked with the patient a number of times. The patient was always receiving effective therapy or had chosen not to use the therapy because "he forgot." The manufacturing representative was not aware of the loss of therapy and no troubleshooting had been performed. The patient had an appointment with a health care professional on (B)(6) 2015 to discuss moving the lead. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported their pain moved from the middle of their back to their hip, the implantable neurostimulator (ins) didn't work anymore, and therapy wasn't effective which was a gradual change. Relevant medical history includes non-malignant pain. He kept it on for three months straight as the manufacturer's representative (rep) advised, even though he wanted to turn it off, but it still didn't work. The stimulation issue was not related to positional movement, there were no recent medical tests or emi exposure, and no falls/traumas reported related to this issue. At the patient's last appointment he was told by a nurse that it was too soon for a revision.